Event description:
Customer reported the monitor went black during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and lemo connector. System operates as intended.